Manufacturer narrative:
The case description alleges that the soft cannula was larger than usual. Investigation of the returned device found that the soft cannula was stretched, resulting in a tear in the unexposed portion of the soft cannula. The timing and cause of the observed stretched cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 400 mg/dl while wearing the pod on their leg for between 36 and 48 hours. It was reported that even with corrections, the patient¿s bg level did not decrease. The patient symptoms included high bg and ketones. The patient was at school at the time of the event with no available nurse. On (B)(6) the patient was taken to the emergency room (ER) by their grandparents to seek medical attention. The grandparents also reported they noticed a smell of insulin at the pod site. While in the ER, the pod was removed and a new pod was applied. When removing the pod, it was noted that the cannula appeared to be larger, by 1 inch. The patient¿s bg levels began to decrease, and they continued to be monitored. The patient is now stable and was discharged that same day.